Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Blood was present inside the device and 50ml of blood in the attached waste bag, when received. Inspection of the device revealed that there were numerous kinks throughout the shaft and hypotube of the device. The shaft and hypotube were also detached. The shaft was separated 41.5cm distal of the strain relief with the proximal end of the hypotube not visible. So, the shaft was cut to find the proximal end of the hypotube. It was found to be detached 40cm distal of the strain relief. The separated ends of the shaft were jagged, and the shaft was pulled, indicating that there was resistance that led to the separation. The separated ends of the hypotube however, were straight and appeared to have been cut by the facility. Majority of the catheter shaft, especially the distal end was buckled/stretched.

Event description:
Reportable based on the device analysis completed on 08sep2020. It was reported that catheter kink occurred. The target lesion was located in the severely calcified superficial femoral artery. An angiojet solent omni was used for a thrombectomy procedure. During an attempt to remove the catheter, it was noted that the device was kinked inside the sheath. The devices were removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a hypotube break.